Manufacturer narrative:
Results of investigation:the reported complaint was not confirmed through the events log or duplicated during functional check. The suspect device/component passed all testing and met all specifications.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator is alarming transducer fault while setting up the unit for a customer and using a test lung. The customer confirmed that there is no patient involvement in the reported event.